Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the coil (subject device) was accidentally deployed partially outside of an acom ( anterior communicating artery) aneurysm and was suspended in the parent aca (anterior cerebral artery) vessel. The physician successfully retrieved the coil using a retriever and catheter (under aspiration). The patient developed vasospasm in the right mca (middle cerebral artery) which cleared after 10 minutes of the physician administering verapamil. The physician successfully completed the procedure by placing five coils in the aneurysm and the patient was stable post procedure.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that continuous flush was maintained for the duration of the procedure and the device was prepared as per the dfu. A target coil was accidentally deployed partially outside of the aneurysm and was suspended in the parent anterior cerebral artery vessel. The physician initially put the inzone over the proximal end of the 4x6 coil, but then immediately removed the inzone before completing a cycle. He had decided at the last second that he wanted to keep that coil attached. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during the procedure the coil (subject device) was accidentally deployed partially outside of an acom ( anterior communicating artery) aneurysm and was suspended in the parent aca (anterior cerebral artery) vessel. The physician successfully retrieved the coil using a retriever and catheter (under aspiration). The patient developed vasospasm in the right mca (middle cerebral artery) which cleared after 10 minutes of the physician administering verapamil. The physician successfully completed the procedure by placing five coils in the aneurysm and the patient was stable post procedure.